Event description:
When the goose neck snare was deployed in the pt to retrieve a groshong line, the snare could not open fully due to the gold band coming off the end of the catheter part of snare and positioning itself halfway down the actual snare.